Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Off label age<21. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -7.5/3.5/088 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was removed due to excessive vault and significant reduction of iridocorneal angles. On (B)(6) 2022, a shorter length lens was implanted and the problem was resolved. Cause of the event is unknown.